Event description:
According to the pt, by phone: the graft was implanted in 1996 for an arterio-bifemoral procedure. Two days prior to the procedure, pt underwent a groin-puncture dye test. In 2002, pt observed a hard, blue-black lump in their groin which leaked, from a hole, blood, clear fluid, pus and tissue. Material from the hole in the lump cultured positive for bacteria (type unk). The lump has subsequently reduced in size and became inverted into the groin area. A sonogram was interpreted as showing the source of the infection to be the graft. Pt presently has no fever and is not on any medication. According to the pt, their dr told pt that the graft infection is life-threatening. Pt is still under a dr's care.